Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6)2021 wherein the ipg was positioned deeper in the pocket site. Surgical intervention addressed the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.